Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 07:30am on (B)(6) 2020 together with the following associated messaging: "final cassettes processed threshold for ipa exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ipa station, bottle 11." The "factory 2 hr xylene free" protocol was started in retort a at 07:31am on (B)(6) 2020. Event code "18" was displayed to the user at 10:57:24am on (B)(6) 2020 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final cassettes processed threshold for ipa exceeded. Replace least pure ipa station, bottle 11." Bottle 11 (ipa) was not in contact with the corresponding sensor for approximately four (4) seconds, which is not sufficient time to replace the reagent, and the station properties were reset at 10:57:57am on 21 october 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 11 prior to these user actions were: ipa concentration=92.0%, cycle=44, cassettes= 4629 and days=20. Following the incorrect user action at 10:57:57am on (B)(6) 2020, the reagent in bottle 11 (ipa) was used for the final clearing step of both the "factory 4 hr xylene free" protocol comprising 38 cassettes, which started in retort a at 15:29pm on (B)(6) 2020, and completed at 04:30am on (B)(6) 2020, and the "factory 2 hr xylene free" protocol comprising 143 cassettes, which started in retort b at 08:14am on (B)(6) 2020, and completed at 10:22am on (B)(6) 2020. The station properties for bottles 1 (formalin), 2 (formalin), 3 (85% ethanol), 4 (85% ethanol), 5 (85% ethanol), 6 (80/20 ethanol/ipa), 7 (80/20 ethanol/ipa), 8 (80/20 ethanol/ipa), 9 (ipa), 10 (ipa), 11 (ipa), and 12 (ipa) together with the wax in wax baths 1, 3, 4 were reset between 14:13pm and 15:15pm on 22 october 2020, which was following completion of the two (2) protocols from which sub-optimal tissue processing reported by the complainant. There was no evidence of any use error(s) when replacing these reagents. Although the user affirmed in the instrument software that the ipa concentration in bottle 11 (ipa) was to be set to the default value of 100% at 10:57:57am on (B)(6) 2020, the actual ipa concentration would have remained unchanged at 92.0% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 11 with an ipa concentration of 92.0% was used for the final clearing step of both the "factory 4 hr xylene free" protocol started in retort a at 15:29pm on 21 october 2020 and the "factory 2 hr xylene free" protocol started in retort b at 08:14am on 22 october 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ipa is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 10:57:57am on 21 october 2020. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ipa had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 11(ipa) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number: (B)(4), and the following information was documented, "tissue dry on two runs in last couple days. Customer reporting peloris not in use, tissue came off dry. Reporting heater error that retort was too hot. Can't find error in event log. (When opening retort after run, message that 'retort is hot are you sure you want to open?') All reagents changed, after runs did not measure the concentrations. Did test run after with test tissue. Tissue appears good so far. First run was overnight 4 hour xylene free started (B)(6) 2020, and ending thursday morning 38 cassettes. 2nd run was started thursday morning oct 22 9am 2 hr xylene-free 143 cassettes. All biopsy - gi, derm, gyn samples. Both on retort b, tissue appeared dry. Tissue cut, stained, and sent to pathologists who are requesting additional stain tests. Users changed all reagnets [sic] after second run, did not measure the concentrations. Ran a test run with test tissue. Tissue appears good, cutting test tissue now." On 23 october 2020, the leica applications specialist, core histology (fss), visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "all reagenst [sic] had been changed so measurements were not used; wax chambers smelled strongly of ipa and were very dirty." The fss advised the laboratory to replace the wax; and not to replace reagents before a leica representative visits the laboratory if the problem reported persists. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from two (2) processing runs executed in retort b using the, "4 hr xylene free" protocol comprising 38 cassettes, which started on (B)(6) 2020, and completed on (B)(6) 2020, and the "2 hour xylene free" protocol executed in retort b comprising 143 cassettes, which started at 9:00am on 22 october 2020 and completed at 22 october 2020. The tissue types exhibiting sub-optimal tissue processing were detailed as "general gi". The size of the affected tissue samples was not provided. Information as to the final status of the affected tissue samples and patient outcome has not been provided, despite the following requests for this information being made to the complainant by the leica applications specialist, core histology: 23 october 2020 during a site visit; 29 october 2020 by telephone and email and 19 november 2020 by telephone. On 19 november 2020, leica biosystems melbourne received the following information from the leica applications specialist - core histology: "the lab had a single case that was overprocessed but was able to be read, however they used a rehydration procedure on some of the tissue and I want to make sure that was readable as well before 100% saying that all tissue was diagnosable." As at 20 november 2020, no adverse impact to a patient(s) has been reported to the manufacturer.